Manufacturer narrative:
Complaint conclusion: when the physician shuttled down the 5f mynxgrip vascular closure device (vcd) and removed the sheath, there was no advancer tube and the sealant did not deploy. There was no reported patient injury. The procedure was an interventional uterine fibroid embolization. A retrograde approach was made. The deployer was mynx certified. The device was prepped according to instructions for use (IFU). A 5f non-cordis catheter sheath introducer (csi) was used. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd or calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. Manual compression was used to achieve hemostasis. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle. The sealant was protruding out from the slit on outer shuttle cartridge, exposed to blood and stuck to the inside wall of the shuttle cartridge. The advancer tube remained inside the shuttle cartridge in the manufactured position. The procedural sheath was covering the balloon. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment and no anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1924601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the physician shuttled down the 5f mynxgrip vascular closure device (vcd) and then removed the sheath, there was no advancer tube and the sealant did not deploy. There was no reported patient injury. A retrograde approach was made, and the type of procedure was interventional uterine fibroid embolization. The deployer¿s mynx training status was certified. The mynx vcd was prepped according to instructions for use (IFU). A 5f non-cordis catheter sheath introducer (csi) was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd/calcium in the vicinity of the puncture site. The duration of manual compression for hemostasis was 10 minutes. The user shuttled down completely. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. The advancer tube was not visible. The patient¿s status was recovered through manual compression without complications. The device will be returned for evaluation.